Event description:
Same case as MDR ID# 2134265-2013-02988. It was reported that during an angioplasty procedure, a catheter became stuck to a guide wire. Vascular access was gained via the right radial artery. The 100% stenosed totally occluded lesion was located in the third portion of the coronary artery. A pt graphix guide wire crossed the lesion then a 3.0x24mm liberte stent encountered resistance while being advanced and became stuck. The liberte stent delivery system and the pt graphix guide wire were removed as one unit. No patient complications were reported and the procedure was completed with a different device. The patient's condition is stable.

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, results codes, conclusion codes. Device evaluated by manufacturer: the device was received and visual inspection before decontamination process, device presents the body kinked. The visual inspection was performed and the device returned severely kinked along the body at 8.0cm, 44.3cm, and 53.1cm approx. From the proximal end. Dimensional inspection was performed and all the measurements are according specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID# 2134265-2013-02988. It was reported that during an angioplasty procedure, a catheter became stuck to a guide wire. Vascular access was gained via the right radial artery. The 100% stenosed totally occluded lesion was located in the third portion of the coronary artery. A pt graphix guide wire crossed the lesion then a 3.0x24mm liberte stent encountered resistance while being advanced and became stuck. The liberte stent delivery system and the pt graphix guide wire were removed as one unit. No patient complications were reported and the procedure was completed with a different device. The patient¿s condition is stable.